Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they were advised to use program 3 and are currently at level 1.7. The patient stated that they do not feel the stimulation. The patient reported that they can feel the stimulation increase and asked whether it is acceptable to increase the level. The patient expressed concern about the stimulation feeling "too high" and asked whether they should be feeling the stimulation "in the middle." The agent reviewed the therapy guide. The patient stated that when the level is increased, they feel the stimulation on the left side where the implant is located. The patient reported feeling slight discomfort but stated that it is not painful. The agent reviewed and informed the patient that they may consider changing the program and increasing the therapy to a comfortable level in their bicycle seat. The patient stated that they will try this but do not currently have their devices set up. The patient stated they will call back once the devices are set up.